Event description:
It was reported that during a sleeve gastrectomy procedure, the bottom of the cartridge, metal piece, got lodged in the bottom of the cartridge half. This made it impossible to reload the device. This happened on the fourth firing of the device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that one device was returned with no visual non-conformances. In addition, a cartridge with the pan dislodged from the cartridge was received. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded and removed without any difficulties during testing. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.